Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint is confirmed but the cause is unknown. The improper location of the lollipop could be due to magnetic interference (e.g. Headphones, call button, cell phone, etc.) Or improper calibration. The improper highlighting of the waveform cause is unknown; possible contributing factors could include the software version or machine settings (both of which are unknown). In addition, it is unknown if this screenshot was taken right at final confirmation or if it was taken at a different time during the procedure. The depth indicator was circled in the photograph. It is unknown why this was circled. It is possible that the user was misinterpreting this as the depth in the svc rather than the distance anterior/posterior with relation to the sensor. The clinical specialist spent some time with the account and said he believes it was likely due to individual error h3 other text : evaluation findings are in section h11.

Event description:
It was reported the clinician reported that the magnetic portion of the sherlock tip location system was failing, resulting in a misrepresentation of the catheter tip location. The clinician reported the 3cg portion of the sherlock, in her opinion, seems to be functioning appropriately, resulting in a maximally heighten p wave, as well as a diamond response from the system. The clinician sent over a screenshot from the sr8. See attachment. Upon examination of the EKG strip, the intrinsic EKG coming from the distal portion of the stylet appears to be highlighted green over the qrs complex as opposed to the p wave. When compared with the external EKG, the ¿un-heightened¿ p waves on the intrinsic wire correlated with the p waves on the external leads. Otherwise, myself, and the clinician can see and un-heightened p wave and a qrs complex that appear to be highlighted green, indicating diamond placement, followed by a t wave. The depth finder was given a response of mid depth. Due to the report, concerns, and questionable ECG reading, the clinician was advised to perform a chest x-ray. The chest x-ray showed a left-sided approached PICC line with the distal tip at or near the svc/r atrial junction, indicating a perfect placement. The clinician did report that she felt as though this was happening more on the double lumen PICC lines as opposed to the other PICC lines being placed. She also thinks that the lot number for those particular PICC lines had changed recently, and it is her opinion that, these issues started around the same time she noticed the lot numbers change. The clinician also reported that this happens on both sr8 machines as well as both sherlock chest plate devices.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the clinician reported that the magnetic portion of the sherlock tip location system was failing, resulting in a misrepresentation of the catheter tip location. The clinician reported the 3cg portion of the sherlock, in her opinion, seems to be functioning appropriately, resulting in a maximally heighten p wave, as well as a diamond response from the system. The clinician sent over a screenshot from the sr8. See attachment. Upon examination of the EKG strip, the intrinsic EKG coming from the distal portion of the stylet appears to be highlighted green over the qrs complex as opposed to the p wave. When compared with the external EKG, the ¿un-heightened¿ p waves on the intrinsic wire correlated with the p waves on the external leads. Otherwise, myself, and the clinician can see and un-heightened p wave and a qrs complex that appear to be highlighted green, indicating diamond placement, followed by a t wave. The depth finder was given a response of mid depth. Due to the report, concerns, and questionable ECG reading, the clinician was advised to perform a chest x-ray. The chest x-ray showed a left-sided approached PICC line with the distal tip at or near the svc/r atrial junction, indicating a perfect placement. The clinician did report that she felt as though this was happening more on the double lumen PICC lines as opposed to the other PICC lines being placed. She also thinks that the lot number for those particular PICC lines had changed recently, and it is her opinion that, these issues started around the same time she noticed the lot numbers change. The clinician also reported that this happens on both sr8 machines as well as both sherlock chest plate devices